Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion developed following transseptal puncture and ablation with a non abbott catheter (j&j) in left pulmonary vein and cardioversion. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis and sternotomy were performed, and the patient was transferred to the ICU in stable condition. Per the physician, the effusion was possibly the result of transseptal. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.